Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305127 batch # 3083311. Customer said when pushing medication, it shoots out the hole instead of the needle. No patient harm.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the medication shoots out of a hole instead of the needle. To aid in the investigation, one hundred forty-seven samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each of the fifty samples were then assembled to a syringe with saline solution; the solution expelled with a normal flow. No leakage or any other issues were observed. The photo provided shows a needle assembly hub with the gate mark where the resin is filled to the molding tool. No other information could be obtained from the photo. A device history record review was completed for provided material number 305127, lot 3083311. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Without the actual defective sample analysis, a probable root cause could not be offered.